Event description:
It was reported that during an unknown procedure, the device delivered clips without clamping them. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. At what firing did the issue occur? Was there any torquing or twisting during firing of the device? Was the clip malformed? Did the clip fall into the patient? If so how was the clip retrieved? Was the procedure changed intra-op or post-op due to the retrieval of the clip? If so please explain:

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: at what firing did the issue occur? 2nd. Was there any torquing or twisting during firing of the device? Maybe. Was the clip malformed? Staples ejected but no closed. Did the clip fall into the patient? Yes 3; if so how was the clip retrieved? Yes, removed with a foam clamp. Was the procedure changed intra-op or post-op due to the retrieval of the clip? No.

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the latch posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.